Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and no parts were replaced. It is not verified that the event was inoperable, and that a malfunction occurred.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) the pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional complaint information becomes available.

Manufacturer narrative:
The uim (user interface module) software version is 5.09.90, categorized as colleague 2006. The pump was received and evaluated at baxter. The reported condition was confirmed and duplicated. According to the event history log, the occurence date was actually in 2009. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The facility representative reported a pump with failure code 812 "while changing the flow rate". This problem was identified during patient use, mid-infusion. The device was reported to have been swapped out for another. There is no adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
My husband used a pump device for erectile dysfunction three days before he suffered a very very bad stroke and then, bled on top of the stroke. This was the one and only time he had used the device! He had been walking 2 1/2 miles most every day and had lost weight on purpose. He was an active person who would go fishing anytime invited. He took care of me for 9 months while I was healing from a broken leg/ankle! He fought valiantly to stay alive for 13 days. He gave up the fight at 2pm in the afternoon. I didn't think to share this info with his drs. At the hospital - I didn't put 2 and 2 together until recently---I wouldn't be surprised if other men die from using this device. I remember how stressful it was for him to use it and how he exerted himself. I have told the manufacturer - via phone - of my suspicions. I hope this device will be pulled from the market place before any more faithful husbands die from trying to recapture their youth! Diagnosis or reason for use: erectile dysfunction.